Event description:
Premature battery depletion was reported. The device was explanted and replaced. It was noted that left ventricular thresholds were high. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device did not meet expected longevity. Actual longevity is < 80% of 99.9% longevity limit. Analysis confirmed the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.